Event description:
Initial report: when the doctor tried to go up, none of the contrast went into the balloon, but air went into it. The balloon would not deflate and had to be removed from the patient completely inflated. Follow-up: the physician reported having difficulty inflating the balloon with contrast solution once it was positioned at the lesion. After changing the solution in the indeflator, he was unable to inflate with contrast at the lesion site. He was unable to deflate the balloon, and therefore used another technology to accomplish the procedure. When he removed the catheter, there was resistance retrieving it. Once removed from the guide catheter, the balloon still appeared to be inflated. The physician confirmed that no serious injury or other adverse effect resulted from this event. The patient remains clinically stable at this time.

Manufacturer narrative:
The device was retuned for evaluation. When the box was opened for investigation, the hub was detached from the catheter; the shaft was completely severed at the distal end of the strain relief. A guide wire, later identified as a hypotube, was visible between the inner member lumen outer diameter and the balloon inner diameter for the entire working length of the balloon. The wire appeared to have punctured the inner member lumen, and extended into the balloon area of the catheter. The balloon was partially inflated. No manufacturing defect could be identified. Based on customer follow-up, the physician denied any unusual techniques or manipulations that could have resulted in the puncture observed upon product return. The physician had no knowledge of the hub being separated from the shaft. The hub was intact upon removing the inflated balloon from the patient. The physician commented that the catheter may have kinked during the procedure, that this may have caused partial obstruction of the inflation lumen. The root cause of the reported product malfunction, the balloon being unable to fully inflate and deflate, cannot be determined from the data collected. User error can not be ruled out given the condition in which the device was returned to the manufacturer.